Event description:
The customer observed false nonreactive architect syphilis tp results on architect i2000sr, serial number (B)(6), for two patients. Mother (patient 1) and daughter (patient 2). The mother has been diagnosed with syphilis. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient 1 results: architect = 0.57 s/co maccura platform = 1.97 s/co roche platform is weakly positive tppa = negative. Patient 2 results: architect = 0.75 s/co maccura platform = 3.75 s/co there was no reported impact to patient management.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, device history record review, in house testing and labeling review. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Review of tracking and trending for the architect syphilis tp assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 67719be01. A device history record review does not identify any potential non-conformances, non-conformances or deviations associated with the complaint lot number and complaint issue. In-house testing of a retained reagent kit of the complaint lot was performed. All controls met specifications and no false non-reactive results were obtained, showing that the lot generates the expected results. Labeling review concludes that the issue is adequately addressed. Based on the investigation, no systemic issue or deficiency of the architect syphilis tp reagent lot 67719be01was identified.

Event description:
The customer observed false nonreactive architect syphilis tp results on architect i2000sr, serial number: (B)(6), for two patients. Mother (patient (B)(6) and daughter patient (B)(6). The mother has been diagnosed with syphilis. The following data was provided (<1.00 s/co is nonreactive, >/=1.00 s/co is reactive): patient (B)(6) results: architect: 0.57 s/co, maccura platform: 1.97 s/co, roche platform is weakly positive, tppa: negative. Patient (B)(6) results: architect: 0.75 s/co, maccura platform: 3.75 s/co there was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number: 08d06-74 that has a similar product distributed in the us, list number: 8d06-31 / 41, with 510k/PMA/bla number: k153730. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.